Manufacturer narrative:
Concomitant product(s): ICU medical syringe tubing; 3 way stopcock, therapy date (B)(6) 2018. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported an over infusion of tpn. On (B)(6) 2018 at 2200, a new tpn syringe was hung at a new rate of 5.8ml/hr. On (B)(6) 2018 at 0700 the rate was checked and was still at 5.8. Routine labs drawn on (B)(6) 2018 at 0500 identified a glucose of 422, and a chem strip test was performed with results of 430. As a result, the glucose was monitored hourly, however no changes were made to the fluid or the rate of infusion. When the tpn syringe was checked at 0900 there was approximately 2 hours of solution remaining. The pump and set were removed and provided to biomed; the pump passed asm testing except for a 353.7200 code seen in the pump error log. By 1000 the glucose level was down to 84. Testing of the IV set up identified a 'bad' anti-siphon valve; the valve should only open under pressure, however they stated the valve allowed free flow of fluid from the bag. There was no report of lasting harm caused to the patient from this event.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Analysis of the event log shows that the syringe module was in use and programmed to infuse vancomycin at a rate of 5ml/hr. At 9:17 pm on (B)(6) 2018, the user changed the rate to 5.8ml/hr. At 9:29 pm, the device was paused and then alarmed for check syringe. The user selected the device and then the device alarmed for clamp open. The user selected a 60ml monoject syringe with 62.9159ml detected. The clamp was closed and the user restored the previous infusion running at 5.8ml/hr. The user changed the vtbi to 23ml and started the infusion. The infusion ran until 10:31 am on 13 may 2018 when the device was channeled off. The volume recorded as being infused during this period was 68.776ml. The root cause of the customer¿s report of an overinfusion was not identified. The syringe module and the disposable sets were not returned for investigation.